Event description:
It was reported the patient had motor stalls and motor stall recoveries several times. Pump logs were checked and they revealed motor stalls occurring (code 03) on; (B)(6) 2015 at 12:20, (B)(6) 2015 at 12:09, (B)(6) 2014 at 10:48, (B)(6) 2015 at 21:35, (B)(6) 2015 at 09:12, (B)(6) 2015 at 12:27, (B)(6) 2015 at 12:48, (B)(6) 2015 at 08:47, (B)(6) 2015 at 13:56, (B)(4) 2015 at 11:45, (B)(6) 2015 at 21:12. Motor stall recoveries (code 1a) occurred on (B)(6) 2015 at 11:17, (B)(6) 2015 at 10:26, (B)(6) 2015 at 20:43, (B)(6) 2015 at 09:14, (B)(6) 2015 at 12:23, (B)(6) 2015 at 19:02, (B)(6) 2015 at 06:13, (B)(6) 2015 at 12:50, (B)(6) 2015 at 01:57, (B)(6) 2015 at 21:54, and (B)(6) 2015 at 05:41. A "stopped pump period may exceed tube set" message occurred on (B)(6) 2015 at 21:35. Some stalls recovered more than two hours after the stall occurred. A volume discrepancy also occurred. Actual reservoir volume (arv) = 14 ml, estimated reservoir volume (erv) = 5.7 ml. There were no symptoms reported. The pump was used to deliver baclofen (unknown). An action of pump replacement was planned but the date was not available.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found gear train anomalies; the stall was due to shaft-bearing and corrosion and/or wear and/or lubrication. Analysis of the catheter (unknown lot #) found no significant anomaly. The catheter was returned incomplete and in segments, but met acceptable testing.

Event description:
Additional information received reported the pump was explanted on 2015-(B)(6). The pump was to be sent back for analysis. No further information was available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.